Event description:
At about 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 may 2024: lot 2305399: (B)(4) items manufactured and released on 25-may-2023. Expiration date: 2028-05-03. No anomalies found related to the problem. To date, 31 items of the same lot have been sold without any similar reported event during the period of review. Additional implants involved, batch review performed on 08 may 2024: anatomical shoulder system 04.01.0027 humeral anatomical metaphysis - cementless - 135° - 10 (k170910) lot 1901138a: (B)(4) items manufactured and released on 02-dec-2019. Expiration date: 2024-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot 2307565: (B)(4) items manufactured and released on 16-may-2023. Expiration date: 2028-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Anatomical shoulder system 04.01.0095 metal humeral head ø50 (k170910) lot 2304628: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Anatomical shoulder system 04.01.0132 hc pegged glenoid ø48 (k170910) lot 2246177: (B)(4) items manufactured and released on 15-may-2023. Expiration date: 2028-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.